Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-49101.

Event description:
It was reported the reservoir leaked inside the insulin pump. Customer's blood glucose level was unknown. No further information provided.